Event description:
Per the clinic, the device was explanted due to electrode array extrusion. The device was explanted (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.